Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing due to loss of contact resulting in false pause episodes. No programming changes or interventions were made; the icm will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.